Event description:
The pt presented to the ER on 7/2001 with chest pain and EKG changes. A diagnostic angiogram was performed 10 days later and it was determined that a stent implant in the mid left anterior descending was necessary. The procedure went well. The operator noted that the stent tracked well, deployed well and it was a good delivery of the stent. Post dilatation was not performed. The perclose rep noted that following stent placement, there was a slight residual lesion, but the physician opted not to treat the lesion any further. Timi flow was noted to be 4. The pt received a bolus of integrellin in the lab, and was discharged with a drip to the floor. It is unknown when the drip of integrellin was turned off. The pt expired at midnight 2 days later of undetermined causes.